Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the electricals were unsatisfactory after fixation. The physician elected to reposition the device. During repositioning the helix jumped forward. The physician attempted to re-dock the device but was unsuccessful. The patient condition was unknown.